Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4)). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (16.6 ua) met acceptance criteria (< 55 ua). Because no information of suspected strips were provided, the suspected meter was tested by using any retained strips (lot#: d190819-1) in okb's warehouse and control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), and results (level low: 48/49; level high: 248/249) met the acceptance criteria (level low: 35~85; level high: 220 ~330). The root cause of the complaint was unable to be verified without the suspected strips and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00 pm at home. The caller stated that the end-user was sweating with a fever and he was becoming unresponsive. The caller tested his blood glucose with his prodigy meter and received a result of 75 mg/dl. Caller stated that an additional test was performed with his prodigy meter and they received a 77 mg/dl. A normal result for him for that time of day is usually around 60-100 mg/dl. The caller stated that about 5-10 minutes after testing with the prodigy meter paramedics were called. Caller said the end-user had apple juice and a peanut butter sandwich while waiting for paramedics. Paramedics arrived within 3 minutes and performed a blood glucose test with their meter and received a result of 40 mg/dl. The caller stated that the paramedics advised him to eat small amounts of sugar to increase his glucose levels. The end-user was not transported to the hospital. Caller stated that she was unsure what medication the end-user currently takes only that its insulin and something to help with his dialysis. The caller stated that the end-user was treated by (B)(6) emt. He was told by paramedics to eat prior to them leaving they did not test his blood glucose again. No additional information was provided.